Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did not experience the issue with the master tool manipulator (mtm); however, the mtm was replaced despite power cycling the system because the reported issue had recurred. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the mtm to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the nurse reported to the technical support engineer (tse) that 'left hand control switches' was displayed by the system. Via system log, the tse could view error 23031 on the left manipulator of the surgeon side console (ssc2). The nurse advised that this occurred previously in an unspecified time/date. The surgeon was brought on the call, and the tse advised the surgeon to utilize the master foot pedal clutch instead of the finger clutch to change the manipulator position without the robotic universal surgical manipulators (usms) moving. The surgeon agreed to try this and the call was disconnected. The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.